Event description:
Hospital ambulance personnel attended to a person diagnosed in ventricular tachycardia. An attempt was made to administer a shock to the patient using the device. The device allegedly failed to discharge. A backup defibrillator was made available and used to convert the patient's arrythmia. The patient's outcome was not reported.